Manufacturer narrative:
H3 other text : the subject device is implanted inside the patient's vasculature.

Event description:
It was reported that, the subject flow diverter stent was successfully implanted in the patient on (B)(6) 2023. Post procedure on (B)(6) 2023 patient experienced blurred vision in the right eye. The rationale for relationship to the study device was indicated as: "the stent covered the ophthalmic nerve". It is indicated that the blurred vision is possibly related to the study procedure and the study device. The adverse event outcome is indicated as recovering/resolving and no treatment was provided to the patient for this adverse event. The mrs (modified rankin score) & nihss (national institute of health stroke scale) score noted was '0' at discharge on (B)(6) 2023. The mrs score of 1, nihss score of 3 score was noted on (B)(6) 2023. It is noted that the patient has a past medical history of hypertension, former smoker, localized headache, severe head trauma, depression/anxiety, diabetes, hearing loss, budd-chiari syndrome, kyphoscoliosis, peripheral venous insufficiency and craniotomy.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated the subject is recovering (not ended yet). Based upon medical review, the harm observed in the complaint is anticipated in nature as per the device risk assessment. An assignable cause of anticipated procedural complication will be assigned to the reported ¿ patient neurological deficit¿ as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Event description:
It was reported that, the subject flow diverter stent was successfully implanted in the patient on (B)(6) 2023. Post procedure on (B)(6) 2023 patient experienced blurred vision in the right eye. The rationale for relationship to the study device was indicated as: "the stent covered the ophthalmic nerve". It is indicated that the blurred vision is possibly related to the study procedure and the study device. The adverse event outcome is indicated as recovering/resolving and no treatment was provided to the patient for this adverse event. The mrs (modified rankin score) & nihss (national institute of health stroke scale) score noted was '0' at discharge on (B)(6) 2023. The mrs score of 1, nihss score of 3 score was noted on (B)(6) 2023. It is noted that the patient has a past medical history of hypertension, former smoker, localized headache, severe head trauma, depression/anxiety, diabetes, hearing loss, budd-chiari syndrome, kyphoscoliosis, peripheral venous insufficiency and craniotomy.